Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that incorrect shift values are sent from xvi to mosaiq.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The investigation determined from review of the software logs that the issue was a cone beam CT (cbct) recording issue which does not affect actual treatment delivery so would not lead to patient harm. The root cause of the incorrect shift association to the cbct image stored in the image list was investigated. After prescribed offsets were received/recorded to the offset table in the initial workflow for the patients, an additional offset recording also occurred during the session that had written another offset record to the database. This happened prior to receiving the cbct and spatial registration objects (sro) from xvi. It was found that the clock on xvi was not in sync with the sequencer leading to the timestamp of the cbct and sro received being later than the time the session was ended which might have been a contributing factor. Although it cannot be determined from the logs, the additional offset recording was likely recorded in error. It is believed that the presence of the additional offset record in the context of the session led to the mis-association of the offset to cbct. Mosaiq worked as designed and intended as it associated the offsets available. The later offset from xvi was not auto associated as it was sent to mosaiq outside of the session timeframe due to the clock being out of sync.